Manufacturer narrative:
This is one of two complaints reported for this finished goods lot, same issue. Review of the device history record indicates the order was built to specification. The returned samples were visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A nurse reported the vacuum was inadequate and slow during a cataract procedure. The surgery was completed and there was no harm to the patient. Additional information was requested; however, none has been received to date.